Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported a male patient, initial implant date unknown, had implants removed on the left side due to infection. Antibiotic spacer was implanted. The patient was last known to be in stable condition following the event. The devices are available for return.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.